Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm (malfunction in real time clock). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test confirmed the f-49 alarm. The cause of the alarm was due to a defective battery. The battery was replaced to correct the reported condition. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.